Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 497 mg/dl. The customer was at a wedding and she was not feeling well. The weather was humid and may have damaged the device. The customer was prompted to reset the time and date; however, every button was unresponsive. At the hospital, the customer was treated with saline and an insulin IV. Troubleshooting was initiated for the device's exposure to fluid. There were no cracks or damage on the insulin pump. The customer confirmed that there was fluid under the lcd display and it was decided that the moisture caused the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump may or may not be returned for analysis since the device was out of warranty.